Event description:
A file separated in the canal during a procedure. Outcome of the event is not known as of this report.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain both the device for evaluation and further information pertaining to outcome of this event.